Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose values were 172 mg/dl 213 mg/dl, 234 mg/dl and later it was 472 mg/dl and then 445 mg/dl. The customer treated high blood glucose with the bolus. The device is not expected to be returned for analysis.